Event description:
It was reported that during a laparoscopic lobectomy procedure, bleeding occurred as soon as the jaws opened after the 1st firing on the upper pulmonary vein. The staples seemed to be unformed. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? --- 340cc. Did the patient require a transfusion? --- no. The bleeding was stopped by astriction and using styptic (taco seal and bolheal). What color cartridge was being used? --- white. The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.